Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the device works intermittently. Per the customer, "the user reports that the spo2 measurement ends during operation. Re-connecting or replacing the intermediate cable with the infinity m540 eliminates the failure. The finger sensor flashes during the failure. This error occurs sporadically on several m540s and also with several intermediate cables." No known impact or consequence to patient.

Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed.